Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was returned for analysis. The reported inflation issues were confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that handling and/or manipulation of the device during advancement to the lesion caused the noted inner and outer member stretching which would cause a narrowed inflation lumen. An attempt was made to inflate the device and the increased pressure in the narrowed inflation lumen likely caused the noted outer member tear and reported inflation issues. There is no indication of a product quality issue with respect to manufacture, design or labeling. The nc traveler is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s.

Event description:
It was reported that the procedure was to treat a chronic totally occluded, narrowed, heavily calcified lesion in the heavily tortuous left anterior descending coronary artery (lad). A 2.0x15 mm traveler balloon dilatation catheter (bdc) was used to pre-dilate the lesion and then a 3.0x23 mm xience sierra stent was delivered. The 3.75x12 mm nc traveler bdc was used for post dilatation; however, when 18 atmospheres was applied, the bdc completely failed to inflate. Reportedly, there was no resistance during advancement. Another, same size nc traveler was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided. Returned device analysis identified that there was stretching on the inner member and outer member (shaft) at two separate locations of the bdc, distal to the mid lap seal and proximal to the proximal seal. Fluid was observed coming out from a longitudinal tear on the outer member at the stretching.